Event description:
It was reported that the device was not working properly during testing at the user facility. Upon evaluation at the MFR, it was found to run without user activation.

Manufacturer narrative:
Upon disassembly, extensive corrosion was discovered on various components including the motor, plug, and bearings. Corrosion on such components can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.